Event description:
It was reported that during a fiber optic bronchoscopy, mediastinoscopy, left thoracotomy, wedge resection, left upper lobectomy and lymphadenectomy procecure aftr first firing of the stapler line not closed properly, a second attempt was tried with the same stapler and reload was successful. There was no pt consequence.